Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the lens. Visual inspection found the haptic torn. Corrected data: no other adverse events were reported outside of the lens exchange. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20.